Event description:
It was reported by the sales rep that the endovent vent catheter was inadvertently placed into the coronary sinus. The rn reportedly handed the physician the endovent vent catheter believing it was the endoplege coronary sinus catheter. The error was noted and another physician properly replaced the endovent with an endoplege catheter in the coronary sinus and the surgery proceed. No patient injury was reported.

Manufacturer narrative:
Device was discarded by the hospital prior to evaluation. The product was not returned and the root cause could not be determined for this adverse event. A lot number was not provided, a lot history review could not be performed. This event was stated by the facility to have occurred due to user error and there was no malfunction of the device. A CAPA was not initiated for this event. This information will be included in trending and future CAPA determination.